Event description:
Customer reported incorrect rhesus and rhesus phenotype identification. On (B)(6) 2011, 6:08 pm, processing for 13 samples was started on tango optimo device. At 6:46 pm an error occurred on the device. Ab0 and rhesus phenotyping was processed prior to the tango error, antibody detection had not yet been carried out. As pt was determined as rhesus negative a confirmation was performed on gel-cards (diamed), showing a rhesus (B)(6) result and a rhesus phenotype not identical to the previously determined one. The same pt sample was restarted (B)(6) 2011, 10:32 am. The result was in agreement with diamed gel card method.

Manufacturer narrative:
Effective immediately the affected racks (type b) must be excluded from being used on this instrument until the coordinates for position 11 and 12 have been implemented. Once these values have been set b-racks can safely be used on this instrument.